Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the fuses for the viewing station of the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the viewing station of the imaging system beeped and shut down without prompt from the user after about 5 minutes from unplugging it from an operational outlet. The reported issue occurred while moving the viewing station of the imaging system. The rt plugged in the unit and it still beeped. There was no patient present when this issue was identified. No additional information was provided.